Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/body fluid was present around the helix housing and tip region. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that during the implant procedure, the helix of this right ventricular (rv) lead could not be extended. Several attempts were made to extend the helix; however, after more than 30 rotations, the helix was still unable to extend. The physician removed the lead from the patient and attempted to extend the helix on the table, but was still unsuccessful. A new ingevity lead was successfully implanted in the rv. No adverse patient effects were reported. This lead was returned for analysis.